Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 11 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis and insufficiency of the bioprosthetic valve. No adverse patient effects were reported.